Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having breathing problem, post-nasal drip, coughing and pneumonia. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged of having breathing problem, post-nasal drip, coughing and pneumonia. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress and an unknown dust contamination on the blower, bottom enclosure and in the blower seal. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes the contaminates found were consistent with water ingress and unknown dust, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. If any additional information is received, a follow up report will be filed.